Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure was delayed and was completed after restarting the system multiple times. The philips remote service engineer (rse) analysed the system log and initiated the order for a replacement suite pc. Subsequently, the philips field service engineer (fse) visited the site to install the new suite pc. However, the geometry experienced restarts every five minutes following the installation of new suite pc. The fse then reinstalled the original pc. Additionally, review of system log file shows a temporary malfunction of suite pc during a specific time frame, which got resolved on its own. After which, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to start up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.